Manufacturer narrative:
Investigation of this case revealed a probable infusion set and cartridge handling error involving failure to rewind while connected to the body, leading to unintended insulin administration. It was concluded that user-related handling during cartridge replacement while connected to the infusion set contributed to the hypoglycemic event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced a low glucose event after changing the insulin pump cartridge without disconnecting from the body, with concern for inadvertent insulin delivery during a prime, and the user transitioned back to multiple daily injections after evaluation by medical professionals. Symptoms included measured hypoglycemia with a sensor alert at 52 mg/dl. Outcomes included ems assessment, transport to a medical facility for evaluation, and temporary discontinuation of pump therapy. Investigation included medical professional follow-up and user education and troubleshooting.